Manufacturer narrative:
Evaluation of the returned pc400 revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was inside the ddt. If the handle is not properly seated on the proximal end of the pusher assembly during an attempt to detach the coil, the pet lock may not separate and the embolization coil will not detach. Further evaluation of the returned pc400 revealed an ovalized introducer sheath, a detached embolization coil due to a fractured sr wire, and kinks in the pusher assembly. He root cause of the ovalization in the introducer sheath could not be determined. However, this damage may have contributed to the reported resistance during the procedure. The fractured sr wire likely occurred due to forceful retraction of the device against resistance. The kinks in the pusher assembly were likely incidental to the reported complaint.penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coils 400 (pc400s), a penumbra coil 400 detachment handle (handle), and px slim delivery microcatheter (px slim). During the procedure, the physician placed seven coils in the target vessel. The eighth coil, a pc400, was then being placed. While attempting to push the pusher assembly of the pc400, the physician felt resistance in the microcatheter despite the pc400 was properly shaped in the aneurysm. When the physician attempted to detach the pc400 using the handle, the pc400 did not detach. Subsequently, the physician recaptured the pc400 into the px slim. It was observed that the pc400 unintentionally detached in the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using two new coils and the same handle and px slim. There was no report of an adverse effect to the patient.